Manufacturer narrative:
The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID #(B)(4).

Event description:
It was reported that after 62 days of intra-aortic balloon (iab) therapy, the customer discovered an iab leak. The iab was removed and replaced with a new one. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint # (B)(4). H3 other text : device not returned.

Event description:
It was reported that after 62 days of intra-aortic balloon (iab) therapy, the customer discovered an iab leak. The iab was removed and replaced with a new one. There was no patient harm or adverse event reported.